Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon used the device to ligate the cystic artery. After pre-load, the clip fell out of jaw. He changed to a new device. There was no adverse consequence to the pt.